Manufacturer narrative:
Continuation of medical devices: product ID 8781, lot# n778494005, implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 09-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient who was receiving morphine 5 mg/ml 1.5324 mg/day flex via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the patient should be feeling more relief from titration increases about 4-5 weeks post implant. On (B)(6) 2018 the patient had ¿overwhelming back pain¿ suddenly that evening at home. The patient dropped to her knees, crying, and had difficulty moving. The patient developed a migraine and felt migraine pain from her skull down to her tailbone. The physician was informed (B)(6) 2018 in the morning and the patient was instructed to go to the emergency room (ER). The ER took the patient to a hospital and the patient was admitted. There were no contributing factors, however, the patient had a ¿bulge of fluid¿ at the surgical site on the back that grows/shrinks and was ¿squishy¿ to hard. The representative was unable to see the site due to the patient¿s difficulty in moving positions. The ER and the hospital performed tests which showed no relevant results for the pain. Computed tomography (CT) scan was done to check the bulge area at the back and there was no relevant result with this. The patient was receiving pain relief via intravenous (IV) medication. A dye study was performed on (B)(6) 2018 and was successful. The catheter aspirated smoothly and had good flow. Myelogram confirmed the catheter was in the intrathecal space in posterior placement. There were no pump alarms or abnormalities in the pump log after interrogation. The issue was not resolved. Patient status was alive - no injury. Patient¿s weight was (B)(6). Medical history includes endometriosis, chronic pelvic pain, bladder disease and history of ovarian cancer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient still has the ¿bulge¿ and there has been no change. The physicians are trying to find the cause. The symptoms were not resolved. The hcp continues to manage the patient for her pain. No further interventions have been performed or planned.